Manufacturer narrative:
A ge service rep performed an on site investigation. The power plug was tightened and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported that the system intermittently would not boot. There is no report of death or serious injury associated with the event.